Event description:
A customer reported the phaco power did not seem normal during a cataract with intraocular lens implant procedure. They initially changed the handpiece, but he issue remained. They switched to an alternate sys and the issue was resolved. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and was unable to be replicated. The sys was then verified to meet product specifications. A review of complaints for the last (B)(4) did not indicate any add'l related reports for this system. The root cause could not be determined conclusively. (B)(4).